Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the 9800 system had a blank screen during a case. No pt injury was reported.

Event description:
Reporter alleged obtaining an undosed result of 289 mg/dl on the compact plus system. No actions were reported taken or treatments received. No adverse event reported. A request was made for the return of the suspect device, and a replacement was sent.